Manufacturer narrative:
The insulin pump had passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device had intermittent button response due to flattened dome switch on act button. There was no unexpected numbers ramping on the device. The insulin pump had minor scratches on the display window, scratches on the reservoir tube window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call high blood glucose, cosmetic damage and keypad anomaly. Customer's blood glucose level went as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose with manual injections. Customer advised they have experienced high and low blood glucose levels in the past. Customer advised their doctor adjusted the basal rates to avoid getting low blood glucose in the mornings. Customer advised the insulin came out of their site but nothing came out of the cannula. Customer advised the buttons are unresponsive at times, the device would freeze and when the battery would be removed the device would start over. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump fell on the carpet, the device rattled when it was being shaken and the device was missing the dome label sticker. Customer was advised to discontinue use of the device and that the product would be replaced.